Event description:
It was reported that during a reconstitution of the abdominal wall the device appeared to be crooked, already inside the package. There were no adverse events to the patient or health professional.

Manufacturer narrative:
(B)(4). Batch #: u94p5l. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned outside its original packaging and the packaging was not returned. Upon visual inspection, the shaft was noted bent. Due to the device packaging not being returned, we are unable to investigate further on the reported packaging device issue. However, the condition of the shaft confirms the reported event. No conclusion could be reached as to what caused the issue reported. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.